Manufacturer narrative:
Product complaint #(B)(4). 510k#: device is a veterinary product. No patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, during a veterinary procedure, a holding sleeve is not holding a firm grip on the screws. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot part number: 314.06 lot number: 7586882 part manufacture date: n/a manufacturing location: n/a part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device history batch null, device history review a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.